Event description:
It was reported that during a procedure of the moderately calcified, heavily tortuous iliac artery, the omnilink elite was attempted to be advanced but resistance was met in passing through the sheath and the device was removed from the anatomy. Later during the same procedure, the omnilink elite was attempted a second time to be advanced in the vessel, however, the stent implant dislodged off the balloon prior to inflation in the internal iliac artery. A second omnilink elite stent was placed against the dislodged stent crushing it to the vessel wall. A different omnilink elite stent was placed to treat the target lesion. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal. Based on the reported information, it is likely that during the first attempt to advance the system through the sheath against resistance caused the stent to become loose on the balloon and as the unit was re-inserted, the stent interacted with anatomy causing the stent to dislodge in the internal iliac. The product instruction for use states: do not attempt to pull an unexpanded stent back through the introducer sheath; dislodgment of the stent from the balloon may occur. In this case, the removal technique does not appear to have contributed to the dislodgement. Potential factors for resistance advancing the omnilink elite through an introducer sheath include, but are not limited to, incorrect size sheath used, damage to the stent or damage to the introducer sheath. In this case, the difficulty appears to be related to case circumstances of the interaction with the introducer sheath, possibly due to using an undersized sheath. There is no indication to suggest a product quality deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. This type of reported event will continue to be monitored.